Event description:
It was reported that the caller experienced occlusion alarms since starting to use the pump. There was no reported impact to the customer¿s blood glucose level. The customer identified the use of off-label humulin r u-500 insulin as the cause of these issues, but no further technical support actions were taken.